Event description:
Found during testing. According to the reporter, the device intermittently will not boot up beyond the medtronic logo screen and the device is inoperable. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continuing to investigate the reported event.